Event description:
A malfunction alarm was reported with code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The tandem technical support decided to replace the pump, and the customer understood how to put the current pump into storage mode and was instructed to return it within 10 days using a pre-paid label. Meanwhile, the customer would continue using the current pump as backup therapy.